Event description:
It was initially reported that the "cfcard" folder was not able to be seen on the flashcard that was being used to upgrade the handheld. The company rep performed a hard reset but the issue remained. Another flashcard was used to try to upgrade the handheld and was successful. The flashcard was returned to the MFR for eval. Product analysis is planned but has not been completed.